Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during an endovascular embolization, an enterprise2 4mmx23mm no tip vascular reconstruction device (encr402300, 8891120) was placed in the target site and tried to release. During the process of releasing the stent, the distal end of the stent migrated to proximal end automatically along with the prowler select plus 150/5cm microcatheter (606s255x, lot unknown). The doctor retracted the stent back to the microcatheter (mc) and then delivered the stent to release it again, but the distal markers of the stent were converged which could not be opened. The doctor removed the microcatheter and stent from the patient, then switched to a new stent and a new microcatheter (both were other brands) to complete the surgery. The surgery was prolonged by about 10 minutes. Additional event information received on 17-jul-2025 indicated that an unspecified left vessel was being treated. The enterprise stent length selected was at least 10mm longer than the aneurysm neck to maintain a minimum of 5mm on either side of the aneurysm neck. There was no evidence of obstructed blood flow due to the event. There was resistance during advancement of the device. The stent did not appear damaged. There were no vessel or aneurysm factors that may have contributed to the incomplete expansion. There was no additional intervention performed to attempt to expand the stent. The 10 minutes procedure prolongation did not result in a patient adverse consequence.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h6 and h11. Complaint conclusion: a healthcare professional reported that during an endovascular embolization, an enterprise2 4mmx23mm no tip vascular reconstruction device (encr402300, 8891120) was placed in the target site and tried to release. During the process of releasing the stent, the distal end of the stent migrated to proximal end automatically along with the prowler select plus 150/5cm microcatheter (606s255x, lot unknown). The doctor retracted the stent back to the microcatheter (mc) and then delivered the stent to release it again, but the distal markers of the stent were converged which could not be opened. The doctor removed the microcatheter and stent from the patient, then switched to a new stent and a new microcatheter (both were other brands) to complete the surgery. The surgery was prolonged by about 10 minutes. Additional event information received on 17-jul-2025 indicated that an unspecified left vessel was being treated. The enterprise stent length selected was at least 10mm longer than the aneurysm neck to maintain a minimum of 5mm on either side of the aneurysm neck. There was no evidence of obstructed blood flow due to the event. There was resistance during advancement of the device. The stent did not appear damaged. There were no vessel or aneurysm factors that may have contributed to the incomplete expansion. There was no additional intervention performed to attempt to expand the stent. The 10 minutes procedure prolongation did not result in a patient adverse consequence. Since no device has been received for analysis, no product investigation can be performed and the reported failure could not be evaluated. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 8891120. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. With the information available and without the product available for analysis, the reported customer complaints could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.